Manufacturer narrative:
B3. Date of event is unknown. Customer noted this issue has been happening since feb-2025. The date received by manufacturer has been used for this field. Unknown lot number: d4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of false negative patient results were obtained from a mgit instrument. The customer also did not provide a batch number, but noted this issue has occurred with random batch numbers. The affected patient samples are observed to have bacillus growth and are confirmed positive for bacilli by bacilloscopy. No erroneous false negative results were released to the clinician. There were no health impact or consequences reported.